Event description:
It was reported that during an omentectomy procedure, the device would not work. A competitor's product was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
H3. Evaluation summary. The ace36p device was received in good condition. No visible damage was noted. The hand-activation contacts were in good condition. The device was tested on a generator and it was found that the hand control switch assembly buttons were intermittent.